Manufacturer narrative:
The insulin pump was received with intermittent button response due to act, up arrow, and down arrow button are flat button dome. The connector was inspected and locked on lcd board. The insulin pump was received with cracked reservoir tube lip noted during testing. (B)(4).

Event description:
The customer reported via phone call that the act button was working intermittently. The customer's blood glucose was 230 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.